Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level displayed as "high" (specific value was not known) on (B)(6) 2026. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was released 12 hours later on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.